Manufacturer narrative:
The insulin pump passed the displacement test and self test. Pump failed the sleep current test and active current test due to moisture damage on the electronic assembly. Charge, battery lasts less than expected confirmed. (B)(4).

Event description:
Information received by medtronic indicated that the battery of the insulin pump was lasted less than expected. The insulin pump had low battery and short life battery alerts. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.